Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported that the ventilator shut down during use and did not alarm. The patient required manual bagging. No harm was reported.

Manufacturer narrative:
Date of report: (B)(6) 2018. Date of manufacturer: 9jul2018. The customer reports that a new battery is on order. Customer has ran the unit on battery with the existing battery and has not been able to duplicate the issue. Advised customer to remove ac and let the unit run till battery depletion and see if it logs an error code (ec#1014 power supply issue) an follow-up will be submitted when/if further information is available.